Manufacturer narrative:
Pump passed displacement test, operating currents, selftest and off no power test. No blank display noted. Unit received with minor scratched display window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump has a blank display screen. Customer does not recall any significant events leading to the error., except that it happened during a bolus. Customer's blood glucose was 211 mg/dl at the time of incident. Troubleshooting was done for blank screen and battery was changed and battery caps were cleaned but the display did not return. The customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.